Event description:
In 2009, three gore devices were placed for the treatment of a popliteal artery aneurysm 5cm in diameter. During a 6 weeks follow-up visit, it was discovered that one of the viabahn devices had prolapsed forward into the popliteal aneurysm thus shortening the device overlap with the 9mm x 15cm device to 1 - 2mm. A separation of the devices could be observed with leg movement. In 2009, an additional 8mm x 10cm device was placed to correct the device overlap where the device separation was evident.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The investigation is in progress pending the receipt of images and the completion of image analysis.